Event description:
According to the reporter, after the device was fired, the staple formation was insufficient. The sigmoid was resected and a new anastomosis was performed with another device. Patient fine. Procedure: sigmoidectomy.